Manufacturer narrative:
Date sent to FDA: 9/11/2020.

Manufacturer narrative:
Date sent to the FDA: 12/9/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/07/2021. Additional narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2016 the patient underwent removal of the mesh at (B)(6) medical center in (B)(6), by dr. (B)(6). During the procedure dr. (B)(6) noted "an old piece of mesh retracted into the large defect was excised." It was reported that the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, and loss of appetite. No additional information was provided.